Event description:
Consumer alleges that the rear tires came apart, controller is loose, leg rest breaks, joystick inductive is loose, arm rest are broken and shroud is cracked. Consumer resides in (B)(6) and cannot get good service to fix her chair. No injury alleged.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model m41, serial number/date code and age of product are unknown. The owner's manual part number 1143206, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer, who resides in (b)6), called stating that her m41 power chair has been having many problems. She alleges that the rear tires came apart, controller is loose, leg rest breaks, joystick inductive is loose, arm rest are broken and shroud is cracked. The consumer is an athlete who plays table tennis in her power chair. The consumer alleges that the dealer in (B)(6) uses aftermarket parts to repair her chair which allegedly only last a few weeks. Allegedly the dealer stated to her that it would take 6 months to a year to receive original parts for the repairs.